Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the hgb (hemoglobin) background failures, and replaced the hgb chamber resolving the issue. The instrument was verified with no further issues. The fse also identified a leak from a cracked vc115. The fse replaced vc115 resolving the leak. Identified failure modes: the failure mode related to the wbc (white blood cell) and hgb background failing was due to a defective hgb chamber which was replaced. There were no erroneous test results associated with this issue. The failure mode identified for the hgb chamber is likely to generate erroneous hgb results due to optical failure. The failure mode related to a cracked vc115 chamber is not likely to affect the draining functions of the wbc and rbc baths or the hgb chamber during sample analysis; therefore, results will not be impacted. Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported hemoglobin background count was failing when using the unicel dxh 800 coulter cellular analysis system. In response to the customer's report, a beckman coulter field service engineer (fse) evaluated the instrument and identified a leak from vc115 (cbc waste chamber). The leak was contained within the instrument. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There was no report of exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.